Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had not had any improvement in symptoms. He was not feeling stimulation, so was helped to increase it and felt some at 7.3 volts. He was feeling some stimulation at the time of the call at 7.5 volts.the patient¿s indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. Additional information received from the consumer indicated that the patient did not use their device. It was further stated that the patient was all of a sudden going to the bathroom a lot a couple of weeks prior to the report, so they went to use their patient programmer. The consumer mentioned that they increased stimulation to 8.5v, but the patient did not feel any stimulation during the report and did not get therapy relief with the increase. The patient stated that they sometimes felt stimulation about a year prior to the report, and it caused them to have a bowel movement. It was confirmed that the stimulation the patient sometimes felt was uncomfortable. The consumer mentioned that they were having breakfast, so they would call back later to troubleshoot and get help changing programs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the family member initially reported that the patient¿s implantable neurostimulator (ins) had not been programmed and needed to get it started again. The patient stated that they could feel the ¿vibration¿ quite a bit and it was uncomfortable. They also stated that they could tell when they had to have a bowel movement. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.